Manufacturer narrative:
Additional information would be provided once the investigation has been completed.

Event description:
It was reported that the image was overexposed. They tried two different camera heads but resolved the issue by replacing the camera console.

Manufacturer narrative:
Alleged failure: over exposure on image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was overexposed. They tried two different camera heads but resolved the issue by replacing the camera console.